Manufacturer narrative:
The referenced previous external replacement of the driveline was reported by the manufacturer under MFR. Medwatch report # 2916596-2018-01495. Approximate age of device - 6 years, 3 months. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient observed low flow and low speed advisory alarms on the lvad system. The system controller log file submitted to the manufacturer's technical services for analysis confirmed pump stoppage events while the lvad system was powered on the external 14 volt li-ion batteries. The data in the log file appeared consistent with a driveline wire compromise. Of note, a replacement of the external portion of the driveline was performed on (B)(6) 2018. The repair had been performed within 1.5 inches of the driveline exit site; therefore, there was no room for another repair. A pump replacement was subsequently performed on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: evaluation of heartmate ii lvas, confirmed internal driveline wire damage that would have contributed to the reported pump stops. The pump was returned assembled with the driveline cut approximately 7¿ form the pump housing. A middle segment measuring approximately 3¿ was also returned, and the distal segment measuring approximately 25¿ was also returned. Evidence of a previous driveline repair was observed approximately 20¿ from the distal end metal connector (captured under wo# (B)(4)) MFR. Medwatch report # 2916596-2018-01495. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) were not returned. The sealed outflow graft, and the sealed outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of pump revealed no evidence of developed depositions or thrombus formations. Microscopic visual examination of the distal segment of the original driveline revealed a breach to the insulation of the black wire, approximately 11¿ from the pump housing. Examination of the middle portion of the returned driveline revealed breaches to the insulation of the black wire approximately 9¿ from the pump housing and the green wire approximately 8¿ from the pump housing. Examination of the proximal portion of the returned driveline revealed breaches to the black wire approximately 6¿ from the pump housing; breaches to the yellow, green, and black wires approximately 4.5¿ from the pump housing; breaches to the green and black wires approximately 3.5¿ from the pump housing; and a breach in the brown wire approximately 3¿ from the pump housing. The observed wire damages appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in these locations. The proximal, middle, and distal segments the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of wires from different phases made contact with each other, or simultaneous contact with the braided shield while the patient was operating on batteries, the resulting phase-to-phase short could have resulted. This could cause the hazard alarms and pump stops that were confirmed through the evaluation of the submitted log file. The hmii lvas IFU and patient handbook explain that all heartmate ii lvas driveline have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents.